Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the patient that they underwent gynecological procedure and retropexy on unknown date and mesh was implanted. Following the procedure, the patient experienced erosion into the bowel and underwent mesh removal from the vagina in 2015. The patient experienced chronic pain, had spinal block pain management. The patient has hernias next to permanent colostomy and is on pain relief morphine due to ongoing infections. The mesh still attached to the patient¿s coccyx and urethra wall. The patient reported they can¿t walk, sit, stand for long periods and is in constant pain all over the lower body. The most comfortable position is in bed and then patient does not sleep due to having to change positions and pain in both hips. The patient cannot urinate properly and has to bend and push to urinate and then patient is pushing down on the stoma. The patient reported pelvic floor has dropped and they have to lift their tummy while bending to get the flow. The patient is awaiting more surgery. No additional information was provided.